Manufacturer narrative:
The reason for the displacement of the implant into the sinus cavity cannot be determined with available information. Migration of implants into the sinus cavity is a wellknown complication while performing implant treatment in the proximity of the sinus cavity. Possible causes could be extremely soft bone and/or mistake from the dentist during insertion of the implant. There are no indications that this problem is related to the medical device. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a male patient received one osseospeed ev 4.2 s - 8mm dental implant on (B)(6) 2019 in region 3 (fdi # 16). No x-ray documentation is available, however the customer reports that the patient presented with the implant in the sinus on (B)(6) 2019. The customer also reports that there was 6mm bone per CT scan and that the 8mm implant had reasonable stable stability at placement.